Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) cable reel was unable to retract. There was no patient involvement.

Manufacturer narrative:
Updated fields: e1: (site country), h6 (type of investigation, investigation findings, component codes, investigation conclusions). Corrected fields: e1 (event site state: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the ac power cord reel and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.